Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia around 350 mg/dl and suspected the pump was not delivering insulin, with observations of insulin odor in the cartridge chamber and insulin splashing when air was blown into the chamber, while multiple supply changes showed no obvious issues with the connector, tubing, or infusion site. Symptoms included hyperglycemia. Outcomes included user frustration and ongoing self-monitoring without hospitalization. Investigation included troubleshooting and education regarding ilet correction dynamics and guidance to change all supplies if glucose failed to trend down. Investigation of this case revealed a suspected cartridge or chamber seal leak consistent with a delivery failure mechanism, with no confirmed damage to the cartridge and no confirmed external set or tubing failure. It was concluded, based on previously established findings for similar reports, that the cause was a probable device-related leak at the cartridge or chamber interface leading to under-delivery.